Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device malfunction was likely due to aging deterioration or due to an external force (such as strong rubbing against the relevant part during normal use, including the reprocessing). The instructions for use include the following to detect the event: "inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."

Manufacturer narrative:
The device was returned to an olympus service center for inspection only. The service technician confirmed the scope had a chip and a stain on the tip. The device passed functional testing. It was determined the device was safe for patient use. The device was returned unrepaired to the customer. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
A biomedical engineer at the user facility reported to olympus that there was a black stain at the tip of the scope and the black adhesive on the tip was coming off. The issues were identified during reprocessing. There was no patient involvement.